Manufacturer narrative:
As reported, during percutaneous transluminal angioplasty (pta), the saber pta balloon catheter (rx5mm4cm155) ruptured within its nominal pressure. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa). The vessel level of tortuosity and calcification are unknown. The rate of stenosis is unknown. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device was prep normally. There were no anomalies noted during or after the device was prepped. Initially, a non-cordis guidewire crossed the lesion and a saber pta balloon catheter (complaint product) was inserted for inflation. However, a saber pta balloon catheter (rx5mm4cm155) ruptured within its nominal pressure. Therefore, it was replaced with a new saber pta balloon catheter. Finally, a non-cordis stent was implanted in the target lesion. The procedure was finished successfully. The device was not returned for analysis. A review of the manufacturing documentation associated with lot (17565915) was performed and revealed no anomalies that can be associated with the reported event. The reported balloon burst at/below rbp could not be confirmed as the device was not returned for analysis nor were procedural films provided. The exact cause could not be conclusively determined balloon burst is a known procedural complication of angioplasty where patient factors and vessel characteristics (calcification, stenosis, tortuosity) may contribute to rupture of the balloon during use. In this case, vessel characteristics are unknown. Neither the device history review (DHR) nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective action will be taken at this time.

Event description:
As reported, the saber pta balloon catheter (rx5mm4cm155) ruptured within its nominal pressure. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa). The vessel level of tortuosity and calcification are unknown. The rate of stenosis is unknown. This was a percutaneous transluminal angioplasty (pta) case. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device was prep normally. There were no anomalies noted during or after the device was prepped. Initially, a non-cordis guidewire crossed the lesion and a saber pta balloon catheter (complaint product) was inserted for inflation. However, a saber pta balloon catheter (rx5mm4cm155) ruptured within its nominal pressure. Therefore, it was replaced with a new saber pta balloon catheter. Finally, a non-cordis stent was implanted in the target lesion. The procedure was finished successfully. The product will not be returned for analysis.